Event description:
The customer reported the ventilator went vent inop and alarmed during operation. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported event. Diagnostic log history indicated an occurrence of a vent inop due to a flow sensor failure. The service technician replaced the exhalation flow sensor cable to correct the reported problem. Extended self testing (est) testing was completed and passed to operating specifications.